Event description:
On 5/6/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user a high blood glucose (bg) event resulting in hospitalization. The event occurred on 5/6/24. The cds reported they had spoken with the user who had been experiencing high bg for the past 24 hours. The cds advised the user to check for ketones, but the user did not have the proper supplies. The user reported they changed their infusion set the day prior and again that morning. The cds spoke with the user's healthcare provider (hcp) and they advised the user to go to the ER. On 5/7/24 a beta bionics customer care agent followed-up with the user about the event. The user reported at the time of the event they did not notice or smell insulin leakage and did not see any visible damages to the infusion set or tubing. The user is using the convatec inset (23", 6mm) teflon infusion set. The user's bg rose to approximately 800 mg/dl. The user attempted manual injections, but their bg was not coming down and they also ran out of syringes. The user's wife then drove them to the ER where they were treated with an insulin drip. The user reported they experienced extreme thirst, frequent urination, nausea, vomiting, and stomach pains. The user reported their current bg was 115 mg/dl and was still hospitalized.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/4/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-04-30. A dexcom g6 sensor session was last started on 2024-04-30. The only recorded infusion set change was on 2024-04-30 while the last cartridge change was logged on 2024-05-03. Additionally, several cgm error alerts were triggered between 2024-04-30 and 2024-05-04 and a cgm battery alert on 2024-05-04. An extensive review of the ilet report is not possible as there is no data available for the reported event date. The described event date was unable to be reviewed due to the current engineering logs ending before the event date. No evidence of device malfunction was found in the current engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, an extensive review of the event cannot be performed to determine a specific assignable cause. It is possible that the event was related to a failed infusion site or that the user experienced a cgm transmitter failure as evidenced by multiple cgm errors and a cgm battery alert prior to the event. However, without the data for the specific date in question, we are unable to determine the exact cause of this event at this time.